Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) would power on, but then shut off. It was further reported that the device powered on fine with a new battery. Technical support (ts) recommended checking out the device before issuing back to the floor. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.